Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: was surgery delayed due to the reported event? No. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study unknown. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was the adapter trapped in both reservoirs while the user attempted to use them? Or were the reservoirs found to be damaged while taking them out of their packages? Please clarify what is available to be returned for evaluation, a drain or a reservoir bulb? If a drain is available to be returned for evaluation, can you please clarify what was the quality issue experienced with the drain? The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Note: events reported on mw# 2210968-2022-06819. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2022 and a reservoir was used. During surgery, the reservoir failed. At the time of opening it to use non-empty generation. There were no reported patient consequences. Additional information has been requested

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: no sample returned for analysis. Retain samples were checked for lot and no defect related to complaint was observed. Complaint sample not received for evaluation. As the device was not returned, an analysis investigation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.